Event description:
A malfunction alarm was reported when the user experienced alarm 2 followed by alarm 26 due to an occlusion issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received guidance from technical support to perform various troubleshooting steps, including delivering boluses and inspecting the cartridge, but the occlusion alerts persisted. Despite efforts to resolve the issue by changing insulin, cartridges, infusion sets, and restarting the pump, the problem continued, leading to the user's decision to stop using the pump. Technical support arranged for a replacement pump and instructed the user on returning the defective device via a pre-paid label.